Event description:
It was reported that right hip revision surgery was performed due to pseudotumour and elevated levels of cobalt and chromium.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pseudotumour and elevated levels of cobalt and chromium. During revision bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report indicated no inconsistencies related to the surgical technique, a potential cause or contributing factor for the later revision. According to the provided revision report, the patient always had chronic feeling of discomfort in the groin and felt catches and clunks ultimately worsening to pain and dysfunction. Cobalt level was reported as elevated at 1.9 (no units) and chromium as elevated at 4.4 (no units). During the revision a pseudotumor fluid collection was excised, there was some bone loss and defects and some part of the superior-lateral acetabular shell was not osseointegrated. Based on the available documents a root cause or contributing factors for the reported issues cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).